Manufacturer narrative:
(B)(4). The insulin pump was received with high stop current. However the pump passed the self test, a21 error test, displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery test. The insulin pump had cracked battery tube threads, reservoir tube lip and minor scratched display window.

Event description:
The customer reported via phone call that their insulin pump had received low battery alarm. The customer¿s blood glucose level was unknown at the time of the incident. The customer states that the pump draining the battery too often. Declined to continue troubleshooting and stated that she would like to proceed with having the pump replaced. The insulin pump will be returned for analysis.